Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 34 staplers were taken from the current production from part number 528236 visistat 35w non-sterile lot# 73k2300493 the staplers were functionally inspected (fired) and issue reported "misfire/jam-staples not forming/closing" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the stapler does not work properly, because it does not make the set to staple (it should staple the skin but it doesn't work)". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "ok".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the stapler does not work properly, because it does not make the set to staple (it should staple the skin but it doesn't work)". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "ok".